Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified striated opening in the posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage."

Event description:
Healthcare provider reported left side deflation. Device was explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.